Event description:
40 meq of kcl with lidocaine solution was piggybacked onto the infusion pump, and was supposed to be administered at a rate of 60cc over a four hour time period. The contents infused in one hour instead of four. The nurse verified with three other nurses regarding the 'rate' setting. The unit was sent back to the baxter lab for repair. A report regarding this failure will not be received from the manufacturer for some time.